Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery alarm was confirmed by baxter personnel during on-site product evaluation. The root cause was assigned to depleted batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue onsite. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.